Event description:
It was reported that the device was at elective replacment indicator (eri). It was also reported that there was premature depletion. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(6) the device was returned and analyzed. The analysis found the battery depletion was normal.